Event description:
It was reported that peeling coating occurred. The target lesion was located in the liver. A 135cm transcend guidewire was advanced. However, during the procedure, the physician tried to make the shape of the distal tip for 3-4 times, and noted peeling coating of the distal tip. The procedure was completed with same device. No patient complications nor injuries reported. The patient was stable.